Manufacturer narrative:
On 03/25/2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, bwi received additional information indicating that the patient is female and that she fully recovered post-procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 4/9/2021, the product investigation was completed. It was reported that a unknown patient underwent an unspecified ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The procedure was completed without replacing the catheter. The patients cardiac tamponade was treated with pericardiocentesis. After the procedure, the patient recovered with drainage and was discharged from the room. Ablation settings and parameters were unknown. The reported has stated no further information is available. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf (bidirectional) catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30433127m number, and no internal action was found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The adverse event described could not be confirmed as the as the device performed without any issue. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a unknown patient underwent an unspecified ablation procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The procedure was completed without replacing the catheter. The patients cardiac tamponade was treated with pericardiocentesis. After the procedure, the patient recovered with drainage and was discharged from the room. Ablation settings and parameters were unknown. The reported has stated no further information is available. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since the event is life-threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.